Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer troubleshot the issue on their own and discovered the occlusion to be within the infusion set tubing. The infusion set tubing was changed and insulin was resumed. No troubleshooting was performed during the call therefore the cause of the occlusion alarm was not verified. The customer's blood glucose (bg) level was 458 mg/dl and a correction bolus via the pump was delivered to address the bg level. After delivered the correction bolus, the customer's bg level decreased to 64 mg/dl due to overcorrecting. The customer consumed juice to address the low bg level. The customer's current bg level was 116 mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management.